Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5055850) in united states on 22-oct-2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. Additional information received on 10-nov-2015 (no new clinical information) and on 12-nov-2015 (product technical complaint result). Concomitant medication included topamax 150 milligrams. Within in the past year she experienced extreme lower abdominal pain, major bloating, an increase in migraines, trouble passing bowels. After speaking with her physician, it was determined that the best option was to remove the devices which meant to remove her entire fallopian tubes as well as screen the uterus for any pieces that may have come out of contact. During the surgery they found that she had developed endometriosis. Essure removal date: (B)(6) 2015. Consumer assessed as event outcome hospitalization, required intervention and other serious (important medical event). Ptc global number: (B)(4). Ptc result: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case. No product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced extreme lower abdominal pain. Consumer had essure removed as well as her entire fallopian tubes. This event was considered serious (the term hospitalization and important medical event was only mentioned as event outcome and the reporter did not specify it) and listed in the reference safety information for essure. Based on the nature of the event, a causal relationship with suspect insert cannot be excluded. Since a surgical intervention was performed, this case was regarded as incident. Additionally, non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. Further information is being sought.

Manufacturer narrative:
Essure consumer general questionnaire received on 09-dec-2015: patient was (B)(6). She had no previous gynecological problems or procedures. No relevant medical history or concurrent conditions. Essure was inserted 3 months postpartum. She used condoms as back up contraception method. Hysterosalpingogram showed tubes blocked. She experienced pain in lower abdomen and increased migraines. Essure was removed on (B)(6) 2015 via laparoscopy. Salpingectomy was necessary. She was diagnosed with endometriosis. She recovered from essure removal procedure and her symptoms resolved after surgery. She believed her condition was caused by essure because her doctor told her. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced extreme lower abdominal pain. Consumer had essure removed as well as her entire fallopian tubes and recovered from the event. This event is listed in the reference safety information for essure. Based on the nature of the event, a causal relationship with suspect insert cannot be excluded. Since a surgical intervention was performed, this case was regarded as incident. Additionally, non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect.